Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable high results for four patients tested with coaguchek xs pro meter serial number (B)(4). Of these four patients, two had erroneous results. On (B)(6) 2018, a capillary blood sample from the first patient was tested on the meter, resulting as 4.0 inr. Within 5 minutes, a venous sample was collected from the patient and tested on a siemens ca-600 analyzer using the innovin method, resulting as 2.87 inr. On (B)(6) 2018, a capillary blood sample from the second patient was tested on the meter, resulting as 6.6 inr. Within 5 minutes, a venous sample was collected from the patient and tested on a siemens ca-600 analyzer using the innovin method, resulting as 4.3 inr. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.